Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during a replacement surgery, a wireless external neurostimulator (wens) was connected to the existing leads and high impedances were identified on contacts of the 0-7 lead, noting seeing a "do not use" indication. Since the pt's pain was mainly on their left side and impedances were within normal limits for the contacts treating their left side, the doctor proceeded with connecting the replacement ins. Once the ins was connected to the existing lead, impedances were checked again and contacts 0 and 7 were no longer showing "do not use" but rather showed "avoid". The cause was not known. In post-op, the rep programmed the device and the pt confirmed they were getting good coverage in their normal pain areas. The rep had not further information to provide. On 2025-feb-21 additional information was received. The rep reported that the wens that was used during the procedure when high impedances were identified was disposed of by the account. The rep did go back to the account on february 21, 2025 and looked for the wens with the surgery center manager, but they could not locate it after it was disposed. The rep confirmed that the eos message from the previous ins was first identified on january 22, 2025, but the actual date of eos was not known.

Manufacturer narrative:
Continuation of d10: product ID 3708240, serial# (B)(6), implanted: (B)(6) 2016, product type: extension. Product ID 399945, lot# v011300, implanted: (B)(6) 2006, product type: lead. Product ID 3708240, serial# (B)(6), implanted: (B)(6) 2016, product type: extension. Product ID 9772501, serial# (B)(6), product type: external neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 399945, serial/lot #: (B)(6), ubd: 23-aug-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.